Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-ipg-r-MRI. Upn: m365sc12160. Model: sc-1216. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient was experiencing skin changes by spinal cord stimulation (scs) lead placement site never fully healed. Patient was treated with antibiotics. Additional information stated that patient was seen for wound check and patient is doing well.

Event description:
It was reported that the patient was experiencing skin changes by spinal cord stimulation (scs) lead placement site never fully healed. Patient was treated with antibiotics. Additional information stated that patient was seen for wound check and patient is doing well.

Manufacturer narrative:
Investigation result: the device was not returned to boston scientific for analysis. Device history record: a review of the device history record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Labeling review: a labeling review did not reveal any anomalies as it states: ''during the two weeks following surgery, it is important that patients use extreme care so that appropriate healing will secure the implanted components and close surgical incisions investigation conclusion: based on a thorough review of the reported complaint, this investigation is assigned a probable cause of known inherent risk of device.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7128984, UDI: (B)(4). Product family: scs-ipg-r-MRI, upn: m365sc12160, model: sc-1216, serial: (B)(6), batch: 571843, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing skin changes by spinal cord stimulation (scs) lead placement site "never fully healed." Patient was treated with antibiotics.